Event description:
Balloon burst at 6 atm in diagonal of left anterior descending, while performing "kissing" balloon technique. Balloon is rated at 8atm. No pt complications were reported. However, during evaluation of the returned product a perforation was noted in the balloon which resulted in a jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause an adverse event if it were to recur.